Manufacturer narrative:
Correction (27-nov-2023): section d; brand name (d1), common device name (d2), product code (d2), and model number (d4) were corrected to reflect the correct product, atellica sample handler prime.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00308 on 22-nov-2023. Additional information (08-feb-2024): siemens further investigated and a review indicated the device management layer (dml) encountered an internal exception causing the module to turn off unexpectedly. In these cases, the module manager (mm) will detect that the dml is unresponsive and will restart. Upon restarting, any uncompleted tests would be canceled. In cases where the system does not return to normal operation automatically, the operator can turn mechanics off/on or restart the system and re-order the tests manually. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer reported that an unapparent delay occurred with one human chorionic gonadotropin patient result with an atellica sample handler prime instrument. The customer found the samples were not processed. The customer confirmed that there was no impact to patient care due to the delay. There were no known reports of patient intervention or adverse health consequence due to this event.

Manufacturer narrative:
An outside of united states (ous) customer reported an unapparent delay with troponin and human chorionic gonadotropin patient results with an atellica sample handler prime instrument. The customer contacted the siemens customer care center (ccc) and a siemens remote services was able to speak with the customer. Siemens is investigating the issue. This report serves as a correction to report #2247117-2023-00006 filed on november 21, 2023. The FDA reporting site in the previous report was incorrect and has been corrected in this report.